Manufacturer narrative:
It was reported to abbott that the patient's ipg was replaced on (B)(6)2020. There were no reported issues with the ipg; the report stated that the device was replaced due to the patient's cognitive abilities causing them to be unable to charge the device effectively. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
It was reported that the scs ipg was replaced due to the patient being unable to recharge the device effectively due to the patient's cognitive abilities.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reason for the replacement is currently unknown.